Event description:
Follow-up information confirmed the during the revision, the ipg was repositioned deeper in the pocket to resolve this issue.

Manufacturer narrative:
A case of erosion was reported to abbott. The ipg was revised and the issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The method, results and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced erosion at the ipg pocket site in the patient's left chest.

Event description:
Follow up information received that the patient underwent a revision on (B)(6) 2020.